Event description:
Patient became hypoxic and experienced bradycardia. Respiratory therapist noted the bilevel positive airways pressure (bipap) tubing was disconnected from the mask.what was the original intended procedure?oxygenation.device #1is this a laboratory device or laboratory test?no.